Manufacturer narrative:
This supplemental report is being submitted to provide the additional regarding the investigation. The root cause of the reported complaint cannot be determined at this time; is not possible to determine if there was a defect related to the manufacturing of the device without a sample for evaluation. Device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the device, and thus, a root cause cannot be determined, and no corrective actions are required.

Manufacturer narrative:
Per hospital protocol the vascade mvp xl will not be returned. The investigation into this matter is ongoing.

Event description:
The patient underwent an electrophysiology procedure with radiofrequency ablation for premature ventricular contractions, during which a vascade mvp xl device was deployed via an 8 fr sheath in the right groin. Upon attempted removal, resistance was encountered. Imaging via left groin access confirmed the device was lodged in the tissue tract. Multiple attempts to dislodge the device, including advancing, retracting, hydrating the tract, and cutting below the silver handle, were unsuccessful. Subsequently, the patient was taken to vascular surgery for device removal via surgical cut-down. The access site was then closed using another vascade mvp xl, a 7 fr, and two 8 fr sheaths.